Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient received an inappropriate shock due to non-physiologic noise oversensing, under alternate vector configuration. The patient was working at the time of the issue but did not specify what he was doing. It was suspected that the issue was related with the implantable electrode's conductor. Reportedly, the patient was brought to the clinic where chest x-rays were performed, but nothing out of the ordinary was noticed. The vector configurations were evaluated, and auto-setup only selected alternate. However, primary had adequate signals, but it was not being selected due to a low r/t wave ratio. The smartpass feature had previously disabled due to this low amplitude issue. Technical services suggested to manually select primary as this will avoid inappropriate therapies from a possible conductor issue, secondary did not have a viable signal either. Further information was received indicating that noise was being noticed in primary as well. The implantable electrode remained in service and eventually the entire subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a new one, due to the mentioned sensing issues. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact (not severed). Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to non-physiologic noise oversensing, under alternate vector configuration. The patient was working at the time of the issue but did not specify what he was doing. It was suspected that the issue was related with the implantable electrode's conductor. Reportedly, the patient was brought to the clinic where chest x-rays were performed, but nothing out of the ordinary was noticed. The vector configurations were evaluated, and auto-setup only selected alternate. However, primary had adequate signals, but it was not being selected due to a low r/t wave ratio. The smartpass feature had previously disabled due to this low amplitude issue. Technical services suggested to manually select primary as this will avoid inappropriate therapies from a possible conductor issue, secondary did not have a viable signal either. Further information was received indicating that noise was being noticed in primary as well. The implantable electrode remained in service and eventually the entire subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a new one, due to the mentioned sensing issues. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.